Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced stent thrombosis one day post index procedure. A 7x30 precise stent was successfully implanted in the proximal left internal carotid. Over the following day the patient had difficulty with worsening aphasia whenever the head of his bead was raised to any degree. An ultrasound of the left carotid artery revealed no flow through the stent. The patient was subsequently taken back to the angiography suite for an angiogram to evaluate the stent as well as possible stenting of the contra-lateral side. Good collateral flow was noted to the left hemisphere and no further stenting was done due to a higher risk than benefit. Over the following days, the patient was maintained on IV fluids and IV heparin. The head of his bed was slowly raised and eventually he was able to mobilize to ambulating without developing neurologic symptoms. The patient's medical history includes hyperlipidemia, CABG, history of smoking, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15205461 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause post-procedural complications of stent occlusion or distal embolization, resulting in acute neurological symptoms. Acute stent thrombosis rate is reported to be approximately 0.5%. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. Adjudication minutes review. The adjudication minutes received (B)(4) 2012 note that the previously reported event of "neurological symptoms" has been adjudicated as a cerebrovascular accident. As such, to better reflect the adjudication determination the current code of neurologic symptoms will be changed to "cerebrovascular accident" and will remain as a reportable complaint. As reported by the (B)(4) registry, the patient experienced stent thrombosis one day post index procedure. A 7x30 precise stent was successfully implanted in the proximal left internal carotid. Over the following day the patient had difficulty with worsening aphasia whenever the head of his bead was raised to any degree. An ultrasound of the left carotid artery revealed no flow through the stent. The patient was subsequently taken back to the angiography suite for an angiogram to evaluate the stent as well as possible stenting of the contra-lateral side. Good collateral flow was noted to the left hemisphere and no further stenting was done due to a higher risk than benefit. Over the following days the patient was maintained on IV fluids and IV heparin. The head of his bed was slowly raised and eventually he was able to mobilize to ambulating without developing neurologic symptoms. The patient's medical history includes hyperlipidemia, CABG, history of smoking, diabetes mellitus, coronary artery disease and hypertension. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15205461 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause post-procedural complications of stent occlusion or distal embolization, resulting in acute neurological symptoms or cva. Acute stent thrombosis rate is reported to be approximately 0.5%. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the event date for this file was inadvertently submitted as (B)(6) 2011. After further review of this file the event date should be (B)(6) 2011. Therefore, section has been updated to reflect the correct date.

Manufacturer narrative:
Additional information/adjudication minutes received: review of the adjudication minutes indicated the adverse event captured as neurological symptoms/neurological deficit is being changed to cerebrovascular accident to better reflect the adjudication minutes information received.

Event description:
As reported by the (B)(4) registry, the patient experienced stent thrombosis one day post index procedure. A 7x30 precise stent was successfully implanted in the proximal left internal carotid. Over the following day the patient had difficulty with worsening aphasia whenever the head of his bead was raised to any degree. An ultrasound of the left carotid artery revealed no flow through the stent. The patient was subsequently taken back to the angiography suite for an angiogram to evaluate the stent as well as possible stenting of the contra-lateral side. Good collateral flow was noted to the left hemisphere and no further stenting was done due to a higher risk than benefit. Over the following days the patient was maintained on IV fluids and IV heparin. The head of his bed was slowly raised and eventually he was able to mobilize to ambulating without developing neurologic symptoms.